Manufacturer narrative:
The returned product was assessed for functionality and met functional specifications when powered with ac adapter. Battery fluid was observed inside the battery compartment and on returned batteries. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
Customer contacted ameda, inc. On 06/27/2017 to report an incident while pumping with her purely yours ultra breast pump on (B)(6) 2017. Customer states she was a passenger in her car and pumping with 6 aa batteries installed in the battery compartment of the pump. She reports the pump suddenly shut off but then restarted on its own. She resumed pumping with the pump base on her lap. She heard a loud pop and then a slimy light green-yellow fluid leaked onto her hands from the base. She opened the battery compartment and found the batteries damaged and covered with white/gray dust. She washed the fluid from her hands immediately and denies any injury or burn in this event.